Event description:
Physician was performing a thoracentesis when the catheter broke off in the patient. The physician had inserted the needle into the pleural space; he noticed when he was drawing back that there were air bubbles that came into the syringe along with the pleural fluid. He advanced the catheter, drew out and there was nothing but the needle and 1/2 cm brittle catheter. The physician further stated that it was like the catheter pulverized. He also added that the catheter is supposed to be about 8-10 inches long. The broken piece is still inside of the patient. The product will not be returned for evaluation. Account further stated that they do not have any product with the same lot number as the product in question.